Manufacturer narrative:
Reported event: an event regarding foreign matter involving a triathlon nail was reported. The event was confirmed based on the xray provided. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: an xray was provided that appears to show the reported nail. This is likely user error and it is the responsibility of the surgical staff to ensure all unintended devices are removed from the surgical site. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
Original surgery was a right mako knee. Two weeks post-op, it was noted that a headed nail was in the joint between the insert and femoral component. Surgery performed to remove the nail. Intra-operatively, no damage was noted to the implants and no implants were revised. Rep can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.